Event description:
It was reported that patient had been complaining about leaking symptom for the past year and was dripping more. The patient experienced a loss of therapeutic effect. The reporter was not being able to adjust stimulation. It was noted that the patient was at health care provider¿s office a day prior to this call and the patient programmer was not communicating with implantable neurostimulator (ins). The reporter indicated that the programmer will connect with patient¿s spouse ins. The reporter was suspecting an issue with the ins. The health care provider recommended patient has representative check ins. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID:3889-28, lot# v876575, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).